Manufacturer narrative:
The manufacturers field service engineer replaced the sensor pcba to resolve this issue.

Manufacturer narrative:
Become aware date (B)(6) 2016. The broken connection trace from j5 connector to component r216 created the 3111 error code.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator failed pre-operational testing due to a problem with the oxygen regulator. No patient involvement .